Event description:
The customer reported at 4:26 pm, he activated a new pod and his blood glucose and insulin history. The pod was removed and he noticed the cannula was not inserted properly inserted into his skin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Qualification records were reviewed and the product lot met all acceptance criteria.